Event description:
During lumbar radiculopathy for large disc herniation, while the neurosurgeon was using the micro upbiting pituitary ronguer (puller), it broke. A small pin/screw appeared to be missing. The incision was examined visually and with microscope and fluoroscopy and it was not seen.